Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the aneurysm size was provided as "4x6." The landing zone vessel distal and proximal diameter was 4.1mm/4.8mm. No causes or contributing factors for the event were identified. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. Only pipeline was being used when movement occurred. No friction or difficulty during delivery or positioning. The pipeline was not planted at the intended location as it was . The device did not jump during deployment. The tip of the catheter did not move during deployment.

Manufacturer narrative:
Continuation of d10: marksman catheter product ID: fa-55150-1030, (lot 232166031); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment, a pipeline flex stent slipped, and during retrieval, it encountered resistance in the distal end of the marksman catheter. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, aneurysm at the cavernous segment of the left internal carotid artery. It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 12 mm. During treatment of the aneurysm, after the microcatheter was positioned, the flow-diverting stent was delivered. After the distal end was opened, traction was applied for anchoring. During deployment of the mid-segment, the stent slipped; therefore, the stent was re-retrieved. It was then found that the stent was stuck within the microcatheter and could not be retrieved. The intermediate catheter was advanced across the aneurysm neck and the distal end of the stent. At the straight segment within the intermediate catheter, the stent remained stuck within the microcatheter and could not be retrieved. Therefore, the intermediate catheter was further pushed to go upper. After the stent system was advanced into position through the intermediate catheter, the intermediate catheter was withdrawn and the stent was deployed, and the procedure was completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included 8f guilding guidecatheter, synchro 14 guidewire.